Manufacturer narrative:
The manufacturer representative (rep) went to the site to test the imaging system. The reported issue was confirmed and the rep ensured that rebooting resolved the issue. The system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that system was stuck initializing and the x-ray was disabled upon bootup. A restart of the system fixed the issue. Earlier cases had been done in the day with no issue. There was less than an hour delay in the procedure. No impact on patient outcome.